Event description:
It was reported that prior to starting a da vinci-assisted procedure the instrument was broken in the distal shaft. The customer used another instrument. Procedure was completed with no patient harm.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by failure analysis. Failure analysis found the primary failure of the dislodged proximal clevis to be related to the customer reported complaint. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 4.10 mm x 7.90 mm was missing and not returned. Probable root cause of the failure mode dislodged instrument proximal clevis are typically attributed to mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Probable root cause of broken instrument main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.